Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device had operating currents within specification. No unexpected battery out limit alarms noted. The device had intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device had a cracked case at the display window corners, battery tube threads, and a minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 231 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.